Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2072, awareness date 01-nov-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Additional information received on 23-nov-2015. Consumer stated that essure wreaked havoc on her body for 3 years. She had a robotic hysterectomy on (B)(6) at only (B)(6). Hair loss, vertigo, chronic pelvic pain, metal taste in mouth, bloated beyond belief, symptoms of being pregnant but every test says negative, vomiting, diarrhea and constipation, brain fog. The list goes on. Product technical complaint (ptc) investigation result received on 23-nov-2015 ptc global number: (B)(4). Final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy at (B)(6). This event is listed according to essure's reference safety information. After essure insertion, pelvic pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.